Manufacturer narrative:
H.6. Investigation summary: batch history analysis, quality notifications and maintenance records were verified where no records potentially related to the failure were found. The sample was analyzed and it was possible to confirm the broken stem defect. The possible cause was molding failure that caused clogging in the barrel nozzle and at the time of assembly of the syringe forced the rod that was weakened to the customer. The defect identified from this complaint will be monitored for trend assessment. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd plastipak¿ 20ml syringe luer slip the plunger ruptured after attempting to use it. Tip of the syringe is hermetically sealed. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: syringe plunger ruptured after attempting to use it. Tip of the syringe is hermetically sealed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 20 ml syringe luer slip the plunger ruptured after attempting to use it. Tip of the syringe is hermetically sealed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: syringe plunger ruptured after attempting to use it. Tip of the syringe is hermetically sealed.